Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device jv988, mmbdzhq0 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Procedure name any adverse patient consequences and how were they managed? How was case completed? Is the actual device being returned? Are any representative samples being returned?

Event description:
It was reported that the patient underwent an unknown procedure on 08/1/2019 and the mesh was implanted. The needle got broken during the use. There were no patient consequences reported. Additional information has been requested.